Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary #the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient's implantable pulse generator (ipg) reached elective replacement indicator (eri) and was suspected for premature depletion. The patient is waiting for a replacment device. No patient complications have been reported as a result of this event.